Event description:
A hospital in (B)(6) reported the battery does not work during use after being loaded in its entirety.

Manufacturer narrative:
This device is used for treatment not diagnosis. Manufacturing documents were reviewed and no complaint related issues were found. The battery was subjected to a charging cycle and a capacity of 94% was reached. This means the battery is in a perfect working order. We are not able to reproduce the complained malfunction. We have to assume that an inappropriate handling with the battery tester led to the malfunction. The battery was manufactured according to the specifications. No product fault could be detected.